Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment of a programmer freeze. The device was reloaded and updated with software. The device passed all system and console tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was frozen. The device has been returned for service. There was no patient involvement.